Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 5.0, lab: ng. Date: (B)(6) 2009, inratio: 1.4, lab: 8.8.

Manufacturer narrative:
Investigation pending.